Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the 6tb45 device was received in good visual condition and with a blue cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The device opened and closed. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No further functional test could be performed due to the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass, the endostapler did well the first two firings with the blue reload, but after the third firing, the firing mechanism was completely blocked with a blue reload inside. Another device was used to complete the case. There were no adverse consequences to the pt.